Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose and leaking connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose and leaking connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that air was in patient line, and the table was damp. The connection to the second supply was loose and leaking. The technical service representative (tsr) assisted in cycling power on the homechoice, removing the cassette, and patient disconnection. The patient mentioned that they have manual supplies. The tsr reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.